Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture and difficulty positioning. Physician was concerned about micro perforation. The patient was having chest pain. Trace pericardial effusion was noted. This lead was explanted and replaced. No additional adverse patient effects were reported.